Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited faster than expected battery depletion. It was reported that the gas gauge showed a decrease on the device's battery longevity from 10 years down to 7.5 years in a span of three months. Boston scientific technical services (ts) explained that the patient has been on persistent atrial fibrillation (af) that caused the atrial sense amplifiers to be on which can impact the battery longevity. Furthermore, ts stated that engineering analysis can be considered if the issue will continue. Additional information from the field representative indicated that the clinic will check the battery longevity in the next three months through latitude remote monitoring system. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.